Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was slow to responding to down arrow button presses. She also claimed that the button needed to be pressed several times before the pump would respond. The patient denied that the device was exposed to moisture or cleaning solvents. The pt claimed that at times, the buttons would not click or spring back as usual.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. In addition, the up keypad button was observed to be misaligned. The keypad appeared to be intact with no lifting or peeling.